Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. (B)(6).

Event description:
The customer reported no power in battery-mode despite new battery. No patient impact or consequences reported.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation it was found that the rs232 cable was not installed and 2 feet were missing. During testing the unit was able to power on using ac power but did not power on under battery power. The device was able to obtain readings and alarmed audibly and visually under alarm conditions. Internal inspection revealed a blown fuse f3 on the system board. The fuse was temporarily shorted and the device functioned as designed.